Event description:
End user's daughter called in to state that the chair will move forward on it's own. Customer states they were moving her mother, the end user, to (B)(6). The chair worked before the move, at the airport, and upon landing. The second day in (B)(6), they charged the chair and went to drive it, and after pressing forward, the chair would not stop and the customer's husband had to turn it off the make it stop. End user was using the chair at the time. Customer states this is an m51 and could not provide a serial number.